Event description:
Affiliate reported that there was no proximal flow. Distally the device flowed normally after the device was explanted and flushed. It was expected that the valve would have been set to 80mmh20, however spontaneous adjustment read 30mmh20. In addition, the connector side of the ventricular catheter is not fixed and is slipping out of the valve, when it should have been glued into place. As a result the device was revised and returned for investigation.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the ventricular connector was in place and not possible to pull out by hand, the valve was visually inspected and these are molded into place and not glued for this product code, no problem could be found with the molding. During the irrigation process, an occlusion was noted at the inlet of the ruby ball. However; when irrigated again the flow was normal. The device did fail the programming test and biological debris appears to have been the root cause for the problem reported by the customer. A review of the device history records confirmed that the device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.